Event description:
It was reported that while preparing for a stereoloc procedure, the c-arm allegedly came down upon the pt's legs without actuation while the pt was seated in pt chair. It was reported that the foot switches were clear of the pt. Pt received bruises on the upper leg.